Event description:
It was reported that the patient presented deceased with no allegation it was caused by the implanted system. Upon interrogation it was noted the implantable cardioverter defibrillator had non-sustained right ventricular oversensing alerts. The device was also undersensing some ventricular tachycardia, but it did not appear to affect therapy detection.